Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm 05 and a cartridge alarm 24 occurred. Additionally, a temperature alarm occurred while the pump was not exposed to extreme temperatures. It was also reported that the pump battery could not be charged. Subsequently, the pump shut down. Customer¿s blood glucose level was 182 mg/dl. The customer reverted to an alternate method of insulin therapy.